Manufacturer narrative:
The complaint was about a fiber optic sensor failure during use of an intra aortic balloon pump. The nurse reported a sensor failure alarm but confirmed there was no kink or damage in the cable and reconnection was already attempted. Guidance was provided to recheck proper connection and switch to transducer mode for pressure monitoring. The cable was labeled as faulty and not to be used. No patient harm was reported. The issue involves loss of sensor signal due to possible causes like cable kink break or connector problem. This can result in poor waveform failure alarms and inability to monitor pressure.

Event description:
It was reported by the customer via emergency support program line, that the intra aortic balloon (iab) sensation 34cc had a fiber optic sensor failure alarm. There were no patient harm or injury was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (type of investigation) and d10.